Event description:
The surgeon correctly positioned the screw with the use of the mallet but when he screw the anchor into patient, it broke. Part of the broken device is still in patient's bone. E-mail confirmed there is no device to be sent back. The o.r. Thrown the broken external part of the screw away. The tip is inside the patient as you can see in the x-ray.

Manufacturer narrative:
(B)(4)